Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the device was found to be in reset mode. The device code was downloaded successfully and the device was restored to normal operation. There were no adverse consequences to the patient.